Event description:
Information was received indicating that clinicians in the field have noted that this needle appeared to be dull. The nurses found difficulty piercing the skin with the needle. It was also noted that the patient felt discomfort and that the needle would not advance into the vein. Pressure was applied to the site to stop any bleeding after piercing the skin. No adverse patient effects were reported.

Manufacturer narrative:
One unused, unopened jelco® viavalve® safety IV catheter was returned for analysis. The customer's reported problem was the following: "needles appear to be dull. The nurses found that the needles either won't pierce the skin or it is very hard to pierce the skin." The unit was examined and found to be acceptable with no manufacturing anomalies. The device history record (DHR) was reviewed. No discrepancies or abnormalities were found in the DHR relevant to the complaint.